Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device and indicated that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the latitude data transmission showed the pacemaker in safety mode. The patient was called into the clinic for an ambulatory follow-up and the device was interrogated and there was no safety mode alert. According to the technician performing the interrogation, the device presents with high rv output (auto 5.0 v) and a completely cleared rv automatic capture (rvac) trend but is otherwise functioning normally and is fully programmable. Data was analyzed and boston scientific technical services suggested immediate device replacement due to safety mode. The battery status had only an estimated of one year battery life remaining. With that information, a possible high impedance can occur due to low longevity. The healthcare team is planning a device replacement in the coming weeks since they are not concerned as the patient is not pace dependent. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that the latitude data transmission showed the pacemaker in safety mode. The patient was called into the clinic for an ambulatory follow-up and the device was interrogated and there was no safety mode alert. According to the technician performing the interrogation, the device presents with high rv output (auto 5.0 v) and a completely cleared rv automatic capture (rvac) trend but is otherwise functioning normally and is fully programmable. Data was analyzed and boston scientific technical services suggested immediate device replacement due to safety mode. The battery status had only an estimated of one year battery life remaining. With that information, a possible high impedance can occur due to low longevity. The healthcare team is planning a device replacement in the coming weeks since they are not concerned as the patient is not pace dependent. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that the latitude data transmission showed the pacemaker in safety mode. The patient was called into the clinic for an ambulatory follow-up and the device was interrogated and there was no safety mode alert. According to the technician performing the interrogation, the device presents with high rv output (auto 5.0 v) and a completely cleared rv automatic capture (rvac) trend but is otherwise functioning normally and is fully programmable. Data was analyzed and boston scientific technical services suggested immediate device replacement due to safety mode. The battery status had only an estimated of one year battery life remaining. With that information, a possible high impedance can occur due to low longevity. The healthcare team is planning a device replacement in the coming weeks since they are not concerned as the patient is not pace dependent. No adverse patient effects were reported. This device remains in-service.